Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant, when the physician inflated the device, he noticed a loss of fluid and visually he observed that the external sheath of the prosthesis was damaged. The cylinders were explanted and new cylinders and pump were implanted. No other complications occurred during this surgery. Should additional information be received a supplemental report will be submitted. The patient egm nhc (B)(4), the ref (B)(4), lot 10000207482.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant, when the physician inflated the device, he noticed a loss of fluid and visually he observed that the external sheath of the prosthesis was damaged. The cylinders were explanted and new cylinders and pump were implanted. No other complications occurred during this surgery. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.